Manufacturer narrative:
(B)(4). Date sent: 9/6/2023 see op notes attached.

Manufacturer narrative:
(B)(4). B3: only event year known: 2021. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A male patient with diagnosis of polyp with high grade dysplasia underwent a robotic assisted laparoscopic segmental transverse colectomy on september 15, 2021. The pleading goes on to state that a proximate 75mm linear cutter was used during the surgery to create a secure anastomosis. 6 days after discharge from the hospital, patient was re-admitted and taken to surgery where a leak at the anastomotic staple line was discovered. The patient became septic and ultimately passed away nine months later. No further details are available at this time.